Event description:
The rptr's mother was admitted to hospital on 10/22/93, to be checked after a fall. No broken bones were found but a bowel impaction and slight heart murmur were noted, therefore, the rptr's mother was kept in the hospital. The rptr stated that his mother was started on six or eight drugs and because she was not used to taking medications, became confused and was restrained. On 10/29/93, the rptr's mother expired. The death certificate stated that the cause of death was strangulation. Mrs clinton authorized an investigation by hhs. Additional information is to be sent and will be made follow-up to this report.